Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip of the needle is fractured. Both anchors are in the device. The device has not been cycled. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the needle was bent when the surgeon tried to insert the juggerstitch and the anchor did not deploy properly. Another device was used to complete the surgery. No patient consequences were reported as a result of this event.